Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and abbott vascular (av) confirmed the reported failure to deploy the thumb advancer. The device handle was opened and av observed that the catch on the thumb advancer was not seated properly and the pusher block springs were still compressed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no similar incidents from this lot. Further assessment was performed and identified a potential product quality issue due to the interactions with the incorrectly seated catch. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, the starclose se sheath did not split completely. The starclose se thumb advancer was difficult to advance; resistance was felt. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.